Event description:
Hamilton medical ag received the following incident description: in test, wrong positive alarm " disconnection on ventilator side".

Manufacturer narrative:
Wrong positive alarm "disconnection on ventilator side" was due to defective inspiratory valve. Inspiratory valve was replaced, device works as intended now. Hamilton medical ag complaint number: (B)(4).

Manufacturer narrative:
Wrong positive alarm "disconnection on ventilator side" was due to defective inspiratory valve. Inspiratory valve was replaced, device works as intended now.

Event description:
Hamilton medical ag received the following incident description: in test , wrong positive alarm " disconnection on ventilator side" .